Event description:
The device was returned for service. During service by baxter, a broken door assembly was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the facility representative reported door open/close clamp alarm. Information was not provided regarding whether or not the problem occurred during a patient infusion. A baxter service technician evaluated the pump and found a broken door assembly. The reported condition of door open/close clamp alarm was confirmed, cause by a broken door assembly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.